Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records, it was reported that on: (B)(6) 2006, the patient presented with pre-op diagnosis - lumbar disc degeneration ; displacement of lumbar disc w/o myelopathy and underwent anterior posterior lumbar interbody fusion , and intradiscal electrothermal treatment (idet). Per op notes, implant sizes were used to appropriately identify the cage size. The actual cage was packed with bmp. The cage was tamped into the disc space faciliated by disc space distracter. A titanium buttress screw through a small washer was placed into the pathway until it engaged and locked the cage into the disc space. Post operatively patient sustained unspecified injuries due to rhbmp-2.